Event description:
The customer reported that the paramedics were called due to her low blood glucose of 42mg/dl. The customer stated that once the settings were uploaded to the carelink, her health care provider advised her that there was a 4.9 units dual square bolus delivered the day of the event. The customer stated that she was treated with glucagon shots by her husband, which it did not work possible because of the square bolus, and she was drinking milk by the time the paramedics arrived. The caller also mentioned having issues with the button press and the insulin pump alarmed button error. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms occurred. However, the insulin pump passed the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The insulin pump's down load trace history with carelink. Unable to confirm unexpected dual square bolus and button trace history due to overwritten history file. Monitored the insulin pump and no unexpected dual square bolus occurred. The insulin pump was returned with a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.